Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps, including checking the o-ring and cleaning the pneumatic tap area, which initially did not resolve the issue. The caller was then assisted in filling and loading a new cartridge, successfully completing the process and resuming insulin delivery.